Manufacturer narrative:
If implanted, give date: the lens was planned to be explanted on (B)(6) 2018, however to date no confirmation has been received if the lens was actually explanted. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zct525 +20.0 diopter, was implanted in the right eye of a (B)(6) year-old female patient on (B)(6) 017. Reportedly, the lens was planned to be exchanged with a zct525 +18.0 diopter on (B)(6) 2018 because of a myopic shift and decreased visual acuity. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.